Event description:
In a subtotal colectomy procedure, after the ralc30v stapler had been fired the device could not be removed from the tissue. The device was excised from the patient and the procedure was completed via another ralc30v stapler. There were no adverse effects to the patient's health as a result of this event.

Manufacturer narrative:
Visual examination of the returned ralc30v stapler showed that the clamp spur gear had some damage. The damage was such that the torque required to open the stapler could not be fully transmitted from the idrivec (concomitant device) to the ralc30v. While the root cause is not definitively known the damage is believed to have been caused by an excessive output of torque from the iidrivec. As a preventive measure a reduction has been made in the torque delivered by the idrivec.